Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not cutting instead it was just ripping the tissue, and it had a few lives left. There was no harm done to the patient. The team opened another instrument to finish the case. Isi did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
The monopolar curved scissors (mcs) instrument was an incidental return included with RMA # 302589420010 under related pr 1097750 for broken cable issue. No allegation was made against this product.